Manufacturer narrative:
The complaint is inconclusive as the sample was not returned for evaluation. Device history record review: performed at conmed, no non-conformances were reported with the device lot. No corrective action will be initiated, as root cause was not able to be determined. The complaint database will be monitored for further occurrences.

Event description:
Procedure was egd with balloon dilation; dr. Used an 18mm balloon and the balloon came apart from the catheter and as a result needed to be retrieved from the pt esophagus. Biopsy forceps were used to retrieve the balloon. No harm to pt. (No sample returned - the device was discarded by the facility).